Event description:
The customer's biomedical engineer (bme) reported that the device failed the shift test and displayed a paddles failure message and the message "service unit." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer's biomedical engineer (bme) reported that the device failed the shift test and displayed a paddles failure message and the message "service unit." There was no patient involvement. Subsequently the bme reported having replaced the paddle set with a paddle set from their inventory to resolve this issue. We are considering this a paddle set failure.